Manufacturer narrative:
(B)(4). This medwatch is a confirmed duplicate of medwatch #0008031000-2025-00055 ((B)(4)) as the event, item and customer are the same. Therefore, this medwatch will be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - turkey. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the oscillating saw stopped and did not work again. Surgery had to be completed with alternative device. No more information has been provided.